Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the ER for low blood glucose and a broken toe. The incident occurred over two years ago. Her blood glucose was 79 mg/dl, then 49 mg/dl. She went to the ER and her health care professional gave her a sandwich and snacks. The patient's blood glucose increased to 146 mg/dl. During troubleshooting there were no anomalies noted on the insulin pump. The insulin pump was not returned for analysis.